Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the valve thrombosis could not be determined. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The cause of the death is also unknown but more likely related to issues from the non-edwards pacing lead perforation/tamponade and subsequential coagulation issues. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(6), a 29 mm sapien 3 valve was successfully implanted in the aortic position using transfemoral approach. The patients hemodynamics were stable and the patient returned to ICU in stable condition. Later, the patient was found to have valve thrombosis. The patient remained hospitalized and was treated with heparin and warfarin. On postoperative day (pod) 8, CT examination found no problem. On pod 9, the patient went into cardiopulmonary arrest. Hemoglobin decreased to four (4) gram/dl. On pod 10, the patient developed nonocclusive mesenteric ischemia (nomi) and disseminated intravascular coagulation (dic). On pod 11, the patient expired due to multi organ failure. The suspected cause for the cardiopulmonary arrest and subsequent deterioration was due to the patient going into shock on pod 2 from cardiac tamponade caused by a pacing lead. It took some time to resume normal hemodynamics and the patient had prolonged low cardiac output. It might have affected the coagulation system and led to increased bleeding. In addition, heparin and warfarin for the valve thrombosis might have accelerated the bleeding tendency. On pod 6, the patient arm was swollen due to ecchymoma possibly led by warfarin. Subsequently, intra iiopsoas hematoma and decreased hemoglobin were observed. Then it was difficult to control the coagulation system, which possibly led the dic, nomi and multi organ failure.